Event description:
Three endeavor drug-eluting stents ( MFR report# 2953200-2008-00861-00863) were implanted in the mid lad (overlapping). One other drug-eluting stent (brand name unk) was implanted in the mid rca. Pt was asymptomatic at 30 day and 6 month f/u. Pt displayed silent ischemia at 12 month f/u. Eleven months post stent implant, stent thrombosis was reported; pt was on anti-platelets within 24 hrs prior to the event. The angiography showed the intrastent restenosis in the lad. Eighteen months post stent implant, the pt required a CABG revascularization of the mid and proximal lad. Indication for revascularization was staged procedure. Eighteen days later, it is reported that the pt suffered a non-sudden, cardiac death. Cause of death is reported to be due to syncope, no autopsy report is available. Investigator has indicated that event was unrelated to the endeavor drug-eluting stent. Please not that this device is not distributed in the united states.

Manufacturer narrative:
Evaluation results: death, restenosis, CABG, stent thrombosis.